Event description:
An ophthalmic surgeon reported following an intraocular lens implant procedure, the patient was diagnosed with tass (toxic anterior segment syndrome). Additional information was received stating patient experienced corneal edema, hypotony, corneal folds post operative day 1, with inflammation. Topical medication was adjusted. Patient's symptoms were resolved. Surgeon felt the lens material caused or contributed to the event. There are four medical device reports associated with this complaint. This report is 4 of 4.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).